Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for evaluation; therefore, no device analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp on a solution set did not close properly and allowed free flow. There was no patient involvement. Additional information was requested and is not available.